Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button was not working. The customer stated that numbers was ramping on their own. Customer stated that the scroll bar was moving with no input. Customer reported that the insulin pump was exposed to a change in altitude. Customer stated that block mode was inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer states the button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis